Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the design.

Event description:
It was reported that an arteriotomy closure of the left femoral artery was achieved using a starclose se device after a lower extremity angioplasty procedure. Reportedly, a few days after the procedure, the patient experienced hives over the whole body that discontinued after a while. The symptom was treated with tylenol 3. The physician did not think the symptom was related to the starclose se clip. No additional information was provided.